Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed for 30 minutes (medication, dose, and programmed amount unknown) and the infusion stopped when not intended during delivery on a patient. It had to be programmed two (2) more times until it finally infused. The event happened in the oncology department. It was reported that there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.